Event description:
It was reported that a patient has an initial surgery. Subsequently, 7 years after the patient underwent a revision surgery due to metallosis, fretting and corrosion, altr, elevated cobalt and chromium levels, and trunnionosis.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was confirmed by review of patient's medical records. Device history record (DHR) was reviewed and no discrepancies were found. Medical records were reviewed by a health care professional and indicated trunnionosis at femoral head-neck junction and corrosion at the femoral neck-body junction, a necrotic tissue involving portions of the gluteus medius and minimus, short external rotators,and posterior capsule were noted. Lab results showed elevated cobalt level of 3.8h and chromium of 1.2. Frozen section was negative for inflammation suggesting no infection. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Concomitant medical products: modular femoral stem press-fit plasma sprayed cementless size 9, pn 00771300900, ln 61741677, modular neck g 12/14 neck taper use with +0 heads only, pn 00784802300, ln 61758108. Multiple MDR reports were filed for this event, please see associated reports 0001822565-2018-03276-1, 0001822565-2018-03326-1. Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
Revised due to pain and metallosis.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected h6 proposed component code: mechanical (g04)- head. Visual examination of the returned product identified signs of being implanted worn / foreign material for all of the returned devices. The device was submitted for further analysis. Analysis determined a consensus modified goldberg score of 4 for the head and stem. A score of 4 corresponds to damage over the majority of the surface with severe corrosion attack and abundant corrosion debris. Review of complaint history identified additional similar complaints for the head. Complaints are monitored through monthly complaint review in order to identify potential adverse trends. Root cause unchanged. It's unknown if the off label use caused or contributed to the reported event. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
There is no update to the prior event description provided.